Manufacturer narrative:
H3: one device was returned for analysis. Visual inspection showed the flipper was not set correctly and it did not sit all the way down. The plunger case seal was out of place, the top case was cracked in rear left corner and the right plunger case was also cracked. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event history log review could not be performed due to an alarming blank screen. The reported problem was duplicated as the device powers up alarming blank screen. The root cause of the problem was found to be the main board and to solve the problem, the main board was replaced. The device then passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a main board issue. The issue occurred during preventative maintenance testing and there was no patient involvement.